Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing baclofen and sufenta (doses and concentrations unknown). The indications for use included spinal pain and failed back surgery syndrome. It was reported that the patient was in the hospital on (B)(6) 2016 for unknown reasons, and experienced a sudden onset of dizziness and feeling mixed up in the mind. The patient did not tell the healthcare provider about the symptoms when they began for fear of not being able to be discharged from the hospital. The following morning, the patient was found on the floor unconscious. The patient saw an ear, nose, and throat (ent) doctor regarding the symptoms, and they wanted to perform magnetic resonance imaging (MRI). It was noted that the MRI was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.